Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported cuff miss was not confirmed as the plunger, suture, link, both cuffs, and posterior needle tip were not returned. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: it was reported that prior to an interventional procedure suture placement was attempted in the common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, cuff misses occurred with three proglide devices. The sheath was upsized to 16f and the interventional procedure was completed. A cut down procedure was performed and hemostasis was surgically achieved. There were no reported adverse patient sequelae. There was a reported significant clinical delay in the procedure due to the cut down procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unspecified device failure occurred. Two additional proglide devices were used with the same results. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The name of the physician was not provided; therefore, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.